Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the light source failed to emit light. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the event, include failed light engine, defective lamp or other electronic component failure.

Event description:
It was reported that during the surgery the light source was not coming on causing a lost of visualization of the surgical field. No patient injuries or delay reported. Back-up device was available to complete the surgery.